Manufacturer narrative:
Additional information received indicated a revision procedure took place. The device was taken out of the pocket and the high voltage df-1 connections were reconnected. Shocking impedance measurements returned to normal range at 42 ohms. A loose setscrew was the suspected cause. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements greater than 125 ohms. A boston scientific technical services consultant recommended troubleshooting techniques to verify the integrity of the system. To date, there have been no adverse patient effects reported.